Event description:
Brush heads... Came loose in mouth - oral-b power refills [device connection issue]. Case narrative: a consumer parent called and reported that the kid fast kit toothbrush (type 3750) becomes loose in their daughter's mouth during use. They also tried two new brush heads, but the issue persisted. No injuries were reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
07-jul-2025: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush heads. Came loose in mouth - oral-b power refills [device connection issue]. Case narrative: a consumer parent called and reported that the kid fast kit toothbrush (type 3750) becomes loose in their daughter's mouth during use. They also tried two new brush heads, but the issue persisted. No injuries were reported. 16-june-2025, product lot number updated to data received on 12-june-2025. No injuries were reported. Follow-up, (product investigation results): suspect handle (oral-b toothbrush) and concomitant refills (oral-b refills) investigated, no technical fault found. 'No manufacturing cause' and 'no design issue' identified based on investigation. No injuries were reported. Follow-up: concomitant product updated. No injuries were reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Brush heads... Came loose in mouth - oral-b power refills [device connection issue] . Case narrative: a consumer parent called and reported that the kid fast kit toothbrush (type 3750) becomes loose in their daughter's mouth during use. They also tried two new brush heads, but the issue persisted. No injuries were reported. 16-june-25, product lot number updated to data received on 12-june-2025. No injuries were reported.

Manufacturer narrative:
07-jul-2025: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Brush heads... Came loose in mouth - oral-b power refills [device connection issue]. Case narrative: a consumer parent called and reported that the kid fast kit toothbrush (type (B)(4)) becomes loose in their daughter's mouth during use. They also tried two new brush heads, but the issue persisted. No injuries were reported. 16-june-25, product lot number updated to data received on 12-june-2025. No injuries were reported. Follow-up, (product investigation results): suspect handle (oral-b toothbrush) and concomitant refills (oral-b refills) investigated, no technical fault found. 'No manufacturing cause' and 'no design issue' identified based on investigation. No injuries were reported.